Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed three days prior. According to the complainant, during the procedure, the pressure in the prolieve compression balloon decreased and it was noted that there was a leak in the compression balloon. The physician successfully completed the procedure with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as "fine." Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed in 2009, revealed an MDR-reportable malfunction of a vertical tear of the anchoring balloon. This MFR report is submitted based on the evaluation results.

Manufacturer narrative:
Provided by the end user could not be confirmed; therefore, the device MFR date and exp date cannot be determined. A visual examination of the prolieve catheter revealed a vertical tear along the length of the anchoring balloon. Additionally, during functional testing, the compression balloon began leaking from the tear in the anchoring balloon. The event was confirmed. The anchoring balloon leaked when circulating water was applied to the compression balloon resulting in a drop in pressure.